Manufacturer narrative:
Citation: choudhury et al. The evolut r and evolut pro transcatheter aortic valve systems. Expert review of medical devices, doi: 10.1080/17434440.2019.1557045. Published online: 16 dec 2018. Earliest date of publish used for event date . No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a technical review of medtronic evolut pro transcatheter bioprosthetic valve and meta-analysis of supporting literature. Medtronic heart valve products included corevalve, evolut r and evolut pro transcatheter bioprosthetic valves. Serial numbers were not provided. Mean patient demographics were not provided. Among all patients all-cause mortality was reported. No details were provided on these deaths. Based on the available information medtronic product did not cause or contribute these deaths. Among all patients adverse events included: new permanent pacemaker, paravalvular leak (mild with evolut pro, moderate to severe with corevalve and evolut r), stroke, life-threatening or disabling bleeding, major vascular complications. Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.